Event description:
It was reported that the customer's mother had called and her daughter had been running high with a blood glucose level of 520 mg/dl. Customer's mother stated that the customer did change the infusion set, site, and insulin. Customer also gave a shot for the high blood glucose level. Customer's current blood glucose level is 300 mg/dl. Customer treated with an injection and has been running high since yesterday. Customer had the following symptoms of high blood glucose levels: blurry eyes. Customer called her on-call health care professional. Customer stated that she has a back-up plan. Customer was advised to disconnect at the quick release. The pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer was assisted with resetting the fixed prime. Customer changed the set and was directed to monitor blood glucose levels. Customer's mother declined replacement being sent out. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)